Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was over delivering insulin. Customer treated low blood glucose level with food and glucose tablets. Customer alleged that the insulin pump was over delivering insulin because because customer experienced low blood glucose level. The insulin pump will not be returned for analysis.